Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous left circumflex artery. A 2.25x16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up after advancing repeatedly. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.25 x 16 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage, with struts on the proximal end pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in a tortuous left circumflex artery. A 2.25x16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up after advancing repeatedly. The procedure was completed with another of the same device. There were no patient complications reported and patient's status was stable.